Manufacturer narrative:
The device was evaluated. Microscopic examination was performed and found the lens stuck in the cartridge. Based on the product evaluation, it was determined the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Reportedly, during implantation of an intraocular lens (iol) into the left eye, a vitrectomy was required. The iol was removed, a vitrectomy was performed, and a different model iol was implanted. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.